Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device could not be conducted at this time because the device could not be located. If located, analysis will be completed and the results will be forwarded.

Event description:
It was reported that during implant attempt impedance was less than 200 ohms on the atrial channel. The lead was not implanted. No patient complications have been reported as a result of this event.